Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable urine total protein and/or urine creatinine jaffé results for approximately 20 patient samples that were discovered when the results were questioned by the customer's clients. Repeat testing was performed on (B)(6) 2014. Data was only provided for four patient samples. Patient sample 1 original total protein result was 6.4 mg/dl. The repeat result was 12.3 mg/dl. Patient sample 2 original creatinine result was 12.73 mmol/l. The repeat result was 19.52 mmol/l. Patient sample 3 original creatinine result was 7.34 mmol/l. The repeat result was 9.65 mmol/l. Patient sample 4 original creatinine result was 6.52 mmol/l. The repeat result was 8.74 mmol/l. The original results were reported outside the laboratory. The repeat results were believed to be correct. No patients were adversely affected. The urine total protein reagent was a quantimatrix product. The lot number was 21240. The expiration date was requested, but was not provided. The creatinine jaffé r1 reagent lot number was 67600201 with an expiration date of 05/31/2015. The creatinine jaffé r2 reagent lot number was 67317401 with an expiration date of 03/31/2015. The field service representative could not find a specific cause. He noted the gear pump pressure was slightly low. He verified all mechanism adjustments and pressures, replaced and checked the pipettor seals, cleaned all sample and reagent line tubing, and checked all water pressures and rinse nozzles. He verified all adjustments and pressures were correct. The customer ran calibration and qc on all tests.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.